Event description:
Boston scientific received information that two episodes of atrial tachy response noise on the right atrial lead were observed. All lead measurements were within acceptable limits. To date, no adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.